Event description:
The customer's wife reported that the customer was hospitalized for a stroke. The wife wanted to make sure that the insulin pump was functioning. Troubleshooting was performed, and the programming was correct. The insulin pump also passed the prime test. Found that the customer's glucose meter was not giving very accurate readings. Advised to call the glucose meter manufacturer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.